Event description:
Db insyte autoguard winged i.v. Catheter: 22ga 1.01in size. The IV was inserted in patient's left hand at 20:00 by the nurse going off-duty. She indicates it went in smoothly and without difficulty. When the night shift nurse attempted to flush it at 23:00, he found the catheter had broken off at the skin line with only 1/8th inch remaining. The assumption is that the remainder of the catheter (7/8") has been dislodged into the patient. The tip of the catheter that is left is a very straight cut (i.e. Not jagged or showing signs of wear or manipulation). Diagnosis or reason for use: to administer IV antibiotics.